Manufacturer narrative:
The subject device was discarded by the user facility and not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. Because the production lot number is unknown, the manufacturing history for past 6 months from the event date was reviewed, with no irregularities noted. In this case, doctor commented, "I placed the subject device on the drape." Based on the doctor¿s comment, there is a possibility that the patient was burned since the probe of the subject device at high temperature touched the patient's lower abdomen through the drape. The instruction manual of the device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
During a pancreatoduodenectomy, the subject device was used. After the procedure, the user found a damage a like low temperature burn on the lower abdomen of the patient. The procedure was completed by applying rinderon to the patient. There was no patient injury reported.